Event description:
The ge oec 9800 fluoroscopy system displayed a data error and would not complete the boot up cycle.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a failed hard drive. Additionally, there was a noted checksum error. The hard drive was removed and replaced, and the bios were reset to resolve the checksum error. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.